Manufacturer narrative:
(B)(4). Visual examination of the returned product found signs of repeated use and the anterior of the distal surface has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The device has a potential field age of 12 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bottom of instrument snapped off upon trial completion. There was no surgical delay. There was no patient impact since trialing had been completed. The surgical technique was utilized. No foreign bodies were retained. Attempts have been made and no further information has been provided.